Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted proximal gastrectomy, at the first firing, bleeding occurred from the stump of the blood vessel at the time of azygos vein cut. A suture tie was applied and hemostasis operation was completed. Less than 200 cc of bleeding occurred as a result of the issue. The surgical time was extended by less than 30 minutes. There was tissue damage.